Event description:
It was reported that the right ventricular (rv) lead shows high impedance and a high threshold with a suspected fracture. It was noted that the impedance and threshold rose to these high levels over the course of several months. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).